Event description:
It was reported that: a pt who underwent a resuscitation was connected to the ventilator. In the following 6 minutes it was not possible to establish a successful gas supply in which consequence the pt had to be resuscitated again. This was successful and the device was swapped. No consequences for the pt have been reported.

Manufacturer narrative:
In follow-up of the event the device has been visually inspected on-site and underwent an endurance run; both resulted in no findings. The log file was analyzed by the manufacturer. Immediately after the suspected ventilation episode was started the device has detected a leakage and posted several corresponding alarms like "tidal volume high", "apnea" and "minute volume low". These alarms were acknowledged by the user and several interventions were made ie ventilation parameter were changed but the situation persisted. The alarm "pressure limited" was posted in more than one occasion which indicates that the device has initiated countermeasures to overcome the leakage. The delivered gas flow was increased but due to the resulting rise in airway pressure this led to a violation of the upper airway pressure limit. Single breathing strokes were stopped and the surplus gas was released to ambient to avoid inflation of the pt. The device had reacted on a large external leak as specified; the deviation was detected and several corresponding alarms were posted to alert the user. Countermeasures were initiated by the ventilator as expected but the gas supply of the pt remained heavily disturbed by the leakage in the airway system. As the root cause and location of the external leakage could not be determined exactly, an assessment in regard to similar reported incidents cannot be performed.